Event description:
The device is the primary monitor. The oled screen turned white and would not route to a different screen. There was an image loss and it remained lost. The image never returned and the current monitor is no longer usable. To complete the procedure, there was another oled hanging in the room, and the procedure was finished with that monitor. This caused a delay of about 10 minutes

Manufacturer narrative:
Alleged failure: there was a delay in case, as the current monitor is no longer usable. Update - the device is the primary monitor. The oled screen turned white and would not route to a different screen. There was an image loss and it remained lost. The image never returned. To complete the procedure, there was another oled hanging in the room, and the procedure was finished with that monitor. This caused a delay of about 10 minutes the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be monitor settings or setup issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
The device is the primary monitor. The oled screen turned white and would not route to a different screen. There was an image loss and it remained lost. The image never returned and the current monitor is no longer usable. To complete the procedure, there was another oled hanging in the room, and the procedure was finished with that monitor. This caused a delay of about 10 minutes.